Event description:
Unit in sychronized intermittent mandatory ventilation (vol control)+ pressure support. Patient needed to draw -5 to -10 cm h20 on the airway pressure bargraph even though the trig sensitivity level below peep is set in the green band. Patient was able to trigger the unit. The "led" for minute volume display was jittery as well. No patient injury occurred. No alarms occurred. Unit taken off patient and a new unit was used.